Manufacturer narrative:
Customer did not provide information on sample collection and storage. When low result was noticed, customer replaced reagent and recalibrated, but calibration failed. Calibration after additional troubleshooting also failed. Bsi field service engineer (fse) noticed that the alkaline buffer peri-pump was intermittently working and replaced it. Fse also replaced a damaged co2 electrode retainer nut and performed the eic valve replacement modification. Fse verified performance after service.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a false low co2 result of 9 mmol/l, generated by the unicel dxc 800 pro synchron chemistry analyzer. Result was not reported out of the lab. Repeat testing of the sample on an alternate instrument generated a co2 in the normal range. The customer could not provide the actual result. No report of death or injury have been reported in connection with this event.